Manufacturer narrative:
The pump alarmed motor error during rewind due to corroded motor home switch. The displacement test was unable to be performed due to motor error alarms. The pump had cracked reservoir tube lip and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump during rewind. The customer's blood glucose level at the time of incident was 405 mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.